Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 patient received a notifier alert. The asymptomatic patient presented in clinic on (B)(6) 2020. Upon interrogation it was noted that the left ventricular lead exhibited high pacing impedance. The patient notifier was turned off for the patient.